Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. Since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black flakes were observed inside of the endoscope reprocessor tub and drain port mesh filter. A field service technician was on site, confirming that the black flakes were present in the drain port mesh filter, not the tub. The issue occurred during reprocessing with no reports of patient harm or patient involvement.